Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (b(6) 2025, after having participated in a trial phase and wear study with nalu. During the wear study the location for the implantable pulse generator (ipg) was established. After having the system implanted, the patient used the system for several weeks and then reported that the location of the ipg was causing discomfort. The external devices that are applied at the location of the ipg were at the patient's bra line and were reported to be uncomfortable when sitting in the car. The patient requested for the ipg to be repositioned. On (b(6) 2025a surgical revision was performed to move the existing ipg approximately 1 inch lower on the patient's back, per the patient's request. No components were removed or replaced during the procedure and no new implants were introduced.

Manufacturer narrative:
There is no indication of any system or component failure. The patient had participated in choosing the location for the implant and then later decided the location was not optimal and caused some discomfort. The reposititioning procedure was performed per the patient request and all original components remain implanted and in use.